Manufacturer narrative:
It was reported that the cause of the kink was unknown per the physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis conclusion; the reported right limb occlusion was confirmed on the films provided; however the cause of the event could not be determined. Lack of a full series of post-implant CT¿s did not allow for complete assessment of the stent graft in-vivo configuration and the patient anatomy. Analysis of the returned CT slice did not reveal any obvious out of specification stent graft integrity issues but kinkage of the device cannot be rules out on the limited film provided. The reported thrombus may have been as a consequence of a kink in the device but may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Concomitant medical products: other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 30-apr-2021, UDI#: (B)(4). Product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 07-jul-2022, UDI#: (B)(4). Product ID: etlw1613c156e, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). Product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 03-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 57mm abdominal aortic aneurysm. It was reported the patient presented emergently the next day post the index procedure, with a loss of flow to the right leg. A CT scan was performed and showed that the right iliac limb was occluded. Intervention was performed and the thrombus was removed. The physician then relined the iliac limb with a balloon expandable stent. Follow-up images demonstrated great flow on the patients right side of the graft. As per the physician, the cause of the event was a kink in the endurant limb which was discovered on follow-up scan. No additional clinical sequelae were reported and the patient is fine.